Event description:
It was reported that strange signals were observed on the iegms. Session records showed 20 vt/vf episodes. Noise was observed on both leads after shock delivered. Lead damage suspected. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.